Event description:
Report received from (B)(6) via synthes (B)(4) that there was "residue in sterile packaging." The event was not related to surgery. No injuries or medical intervention were reported. There was no contact from (B)(6) available. There was no additional info provided.

Manufacturer narrative:
The device has not been received by anspach. If additional info is received, a supplemental report will be sent.